Event description:
It was reported that a patient reported symptoms of not feeling well, and heart rate acceleration since device implant, with no specific information provided. It was reported that this implantable cardioverter defibrillator (ICD) device and its non-(B)(6) right atrial (ra) lead exhibit non-physiological noises on the ra channel, with inappropriate rta episodes due to noise. The noise was reproduced during a follow up office visit, with thwarted maneuvers, increasing when contracting the left arm muscles. A request was made to have data from this device analyzed. A technical service (ts) consultant noted low atrial amplitude, and low pacing impedance within normal range. Ts provided recommendations for programming of device, additional troubleshooting. The device and its ra lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).